Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a button error alarm. Customer reported that she took the insulin pump to the beach, but that it did not get wet. Blood glucose level at the time of the incident was 115 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.